Manufacturer narrative:
Philips received a complaint on the m4735a (heartstart xl defibrillator/monitor) indicating that the device's defibrillator paddles had poor contact with the patient. While the device was noted to be in use, there was reportedly no patient or user harm. There was a delay in rescuing the patient, but the good faith effort process confirmed the patient is well. Available details indicate that the device would not work when attempting the first shock as the defibrillator paddles had poor contact with the patient. The customer switched to a different defibrillator device and was able to treat the patient. The patient is now doing well. No additional repair or troubleshooting information is available as the customer used a third party service to repair the device. The device is now functioning and was returned to the customer site.

Event description:
It was reported the rescue nurse connected the defibrillator to monitor the patient's heart rate and prepared for defibrillation. The defibrillator always showed poor contact. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).